Event description:
Complainant alleged that while attempting to treat a patient, the device displayed "check pads" and "poor pad contact" messages using non-zoll electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.